Manufacturer narrative:
The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
Complaint is reported as: the balloon leaked during pre-testing. No patient injury reported.